Event description:
It was reported that during a procedure, @ 175951 joules of use and 22 minutes; not working by the end of the procedure was noted. The fiber was exchanged and the procedure was completed with a second fiber. Patient outcome: "no damage to the patient reported."

Manufacturer narrative:
Forward-firing of the side-firing surgical fiber. Product evaluation: failure analysis for fiber model #0010-2400, lot #419a, serial #2605: the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the glass cap has pushed forward in metal cap and can rotate off center. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.